Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The expiration date is not currently available. Associated mr#: (1221934-2018-54310). (B)(6).

Event description:
It was reported that 228151 truespan implants did not deploy properly leaving a peek backstop in the joint space. Chose to then use another company. The (228150 was not pulled tight enough to fix repair. Three of the 4 back stops were left in the patient). A 15 minute delay to procedure. No ae to patient.

Event description:
Additional information received on 08july2018: it was noted it was thought the surgeon may not have pressed hard enough causing it to not deploy properly for implant (B)(4). For (B)(4) it is believed the surgeon cut the suture before inspecting. The products were discarded.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. A non-conformance search was performed for this part (228150) and lot (l544358) combination and no non-conformance were identified. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Associated medwatch report number: 1221934-2018-54310.